Event description:
Damage to the pump housing and usb port was reported by the customer, but the damage did not affect the ability to charge the pump or its overall functionality, as confirmed by technical support. There was no adverse impact to the customer¿s blood glucose level. Despite the damage being cosmetic, the customer was not comfortable and requested a replacement. Photos were reviewed, and a replacement pump with updated software was sent to the customer, who was advised on return procedures for the damaged pump. The customer acknowledged all instructions and agreed to use their current pump until the replacement arrived.